Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the upper case and battery drawer broken, battery contacts compressed, and lead flex cover and battery release contaminated.

Event description:
It was reported that the nursing staff sent the device to the biomed because on three separate occasions, it turned itself off. There was no patient injury. The biomed could not reproduce the condition.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the conclusion code. The change is reflected in this report. Evaluation summary: (B)(4): analysis found the upper case and battery drawer broken, battery contacts compressed, and lead flex cover and battery release contaminated.